Event description:
Reported events of pouch dilation, band slippage, intolerance, pain, and vomiting from journal article : "three-year experience of pouch dilatation and slippage management after laparoscopic adjustable gastric banding", yonsei medical journal, (2014 jan 1) vol. 55, no. 1, pp.149-56.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The information has not yet been received by allergan. Based on the probable implant date, the taper type is assumed to be taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Multiple requests for further information have been made. Allergan has receive no response from the authors. Pouch dilation, band slippage, intolerance, pain,and vomiting are surgical/physiological complications and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated." Device labeling addresses the reported event of pouch delation as follows: "band slippage and/or pouch dilatation can occur." "Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation." Band deflation may not resolve the dilatation if the stoma obstruction is due to a significant gastric slippage or if the band is incorrectly placed around the esophagus. Band repositioning or removal may be necessary if band deflation does not resolve the dilatation. Device labeling addresses the reported event of intolerance as follows: "it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body." Device labeling addressed the reported event of abdominal pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain, and port site pain." Device labeling addresses the reported event of vomiting as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended."